Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, it was reported that the patient underwent an amputation of the left leg due to fracture of the stem prosthesis.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical product: oss mod tib baseplate, catalog # 150421, lot # 114620; cps anchor plug, catalog # 178412, lot # 721820; compress segmental distal femur, catalog # 178713, lot # 578330; compress ha anti-rotation spindle, catalog # 178358, lot # 302330; oss locking pin, catalog # 150478, lot # 581520; oss reinforced yoke, catalog # 150493, lot # 405870; refobacin bc r 1x40 us, catalog # 110034355, lot # 745eah2108; refobacin bc r 1x40 us, catalog # 110034355, lot # 745eah2108; oss 3cm osseoti prox tib slv, catalog # 151816, lot # 398650; cps nut co-cr-mo alloy, catalog # 178512, lot # 099440; cps centering sleeve 24mm, catalog # 17854,6 lot # 515140; oss tibial poly bearing 18mm, catalog # 150413, lot # 037130; oss poly tibial bushing, catalog # 150476, lot # 204820; oss poly femoral bushings 2pk, catalog # 150477, lot # 326430; clearmix single double mix, catalog # 414701, lot # 19585; cps transverse pin 6pk, catalog # 178529, lot # 398650. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-02699, 0001825034-2019-02704, 0001825034-2019-02705, 0001825034-2019-03222, 0001825034-2019-03223, 0001825034-2019-03224, 0001825034-2019-03226. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient suffered pain and was experiencing loosening post operative. No revision procedure has been reported to date.